Manufacturer narrative:
Reporting address state: (B)(6). Reporting address city:(B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips by a customer that the unit's touch screen has a small hole. The device was in clinical use, providing therapy at the time of the reported event. No harm or injury has been indicated or alleged. The unit had a small injury (hole) on the touchscreen. The customer was using detergent on the screen when it stopped working for a while. After some time, when detergent vaporized, it worked again. The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.